Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that patient faced event on (B)(6) 2026 where infusion set detaches from hub and leads to increase in blood glucose levels and addressed by correction injection via mdi.